Manufacturer narrative:
The inserter holds the implant as intended. Verified inserter loosens upon impaction. There is no visible damage to the inserter though it looks worn. The exact cause for the tm-500 implant inserter loosening from the implant upon impaction cannot be determined, but it is likely to have been worn during normal use. It was found that the inserter holds the implant as intended. If this issue were to repeat itself, it is not expected to cause injury to the pt or the user. If loosening of the inserter is observed during insertion of an implant, the inserter can be tightened between impactions or the implant can be inserted by tamping it in place.

Event description:
It was reported that the inserter failed to hold and control the tm-500 implants. There was no harm reported to the pt, but the surgical time was extended 45 minutes.